Event description:
It was reported that a dexcom g7 continuous glucose monitor intermittently failed to communicate with the ilet, with signal loss occurring when the user was away from the pump, and the initial sensor failed to pair until a replacement sensor was applied and entered, after which the sensor began warmup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized as intermittent communication failure, with findings associated with the device¿s electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.